Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02-oct-2019 with the following findings: during investigation, the pump powered on to a call service alarm 052 with call service 052 alarms in the pump history. The pump cover was removed and the transceiver flex was found to be not fully seated. During investigation, the transceiver flex was reseated to the transceiver flex connector and the pump powered on without any call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The specific call service alarm allegedly emitted was not provided. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a report shall be submitted, if necessary. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.